Manufacturer narrative:
Image review: the first image is of a protégé everflex stent fully contained within the outer sheath of the entrust stent delivery system, sds. The fully enclosed stent appears to be positioned for overlapping with a previous deployed stent. The entrust sds appears to be on a guidewire smaller in diameter than 0.035¿. The procedure appears to be occurring in the patient¿s right mid superficial femoral artery. In the second image it appears that the entrust sds has been advanced proximal out of the previously deployed stent. The previously deployed stent appears to be post-dilated with a pta balloon catheter. Upon closer examination of the distal end of the entrust sds it appears that the stent¿s distal radiopaque marker hoops have been advanced distally out of the entrust sds outer sheath and slightly flared. In the third image the stent within the entrust sds appears to have been advance further proximal from the previously deployed stent that is being post-dilated. The distal radiopaque marker hoops appear to be slightly flared. The fourth and fifth images appears to be duplicates of the third image. The sixth image shows the proximal stent being deployed. Some of the stent strut rows show a slight off-set. The two stents are not overlapped. The seventh image shows that the approximate amount of stent deployed in image six has fractured and show stent cell elongation. The eighth image is a duplicate of the seventh image. Product analysis: the entrust stent deployment system, (sds), deployment handle, thumbwheel, and pull cable were returned along with pacific plus pta balloon catheter, and 6fr support sheath were received to medtronic for analysis. The items were returned loosely coiled within an elastic closure pouch. The pacific plus was received loaded in the 6fr support sheath. Closer examination of the distal end of the support sheath revealed a portion of the everflex stent protruding from the sheath but wrapped around the pacific plus balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: part of the stent was removed with pta balloon through the sheath. The stent fragment remained in the mid superficial femoral artery. The target vessel was patent and presented good flow after the stent fragment was caged against the vessel wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an everflex entrust self-expanding stent along with non medtronic 6fr sheath and .035 guide wire during procedure to treatment a little calcified lesion in the right mid sfa with 80% stenosis. The vessel diameter and lesion length are 5mm and 12cm respectively. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The IFU was prepped with no issues identified. Partial deployment issue occurred. There was damage to the deployment mechanism. The lock-pin was removed prior to deployment, but the red assembly was not connected to the lock-pin. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed, but the red assembly was disconnected from the lock-pin. The physician then started with the deployment of the stent. The stent partially deployed, but further deployment failed. The lesion was pre dilated used a pacific pta balloon. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. It was reported that the stent broke in vivo. Part of the stent was removed through the sheath with 2cm of the stent remaining in the patient's vessel. Physician used a non medtronic stent to overbridge (cage) the stent fragment and complete the lesion treatment. No further patient injury was reported for this event.